Manufacturer narrative:
Results: bd received five samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for uneven scale markings with the incident lot was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were uneven scale markings found on a bd¿ insulin syringe with bd ultra-fine¿ needle prior to use. There was no report of injury or medical intervention.